Event description:
On (B)(6) 2013, the distributor contacted animas and alleged the keypad was unresponsive. There is no allegation of an adverse event related to this issue. This complaint is being reported as the issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the keypad was peeling and lifting along the edge next to the up arrow contact button; the button contact was exposed. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow keypad button is unresponsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed a vibration motor failure. The pins were found to be not making an electrical connection with the pcb.